Event description:
Talent and aneurx stent graft systems were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had an aneurysm 3mm distal to the left renal artery and proximal to the talent bifurcated stent graft. There is also an aneurysmal right common iliac. It was noted that the device is now displaced lower than originally placed, partly due to enlarged juxtarenal aorta. Per the physician the cause of events are unknown. Future treatment is planned. No additional clinical sequelae were reported and the patient is fine. Review of a 3-d film report 5 years post-implant revealed that a talent bifurcate was currently positioned 4cm below the right renal artery; 9cm from the right renal to flow divider. The aortic diameter at the level of the migrated bifurcate proximal graft margin was 34 x 36mm. The neck diameter at the level of the lowest left renal was 29mm, and measured 27mm in diameter at the right renal artery; 15mm proximal to the left renal artery. The max diameter aaa was 6cm. The bifurcate was acutely angulated approximately 90 degree at the flow divider. An aneurx limb was seen placed into the right common iliac, and a talent limb was seen positioned into the left common iliac artery. Just distal to the right limb the right common iliac artery diameter was 44mm. No endoleak could be confirmed (or ruled out) from the returned films, and both limbs appeared patent. The cause of the bifurcate migration and new proximal and distal aneurysms could not be determined from the films provided. Earlier post-implant films were not available for return. It is possible that this was due to juxtarenal and iliac artery disease progression.

Manufacturer narrative:
(B)(4).